Manufacturer narrative:
Concomitant medical devices: product ID: 3888-45, lot# v645701, product type: lead. Product ID: 37083-20, serial# (B)(4), product type: extension. (B)(4).

Event description:
The consumer via the manufacturers' representative reported implantable neurostimulator was replaced. No further information was provided about this event. If additional information is received, a follow up report will be sent.